Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [8305853] was not found for the reported catalog # [320144]. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for bending during use pe, npi blunt & breaks off during use pe. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle broke during the injection. The following information was provided by the initial reporter: "consumer reported, with this batch, most of the needles bend at patient end, when taking injection. Says they do not penetrate his injection site easily and sometimes, he has to use a second pen needle stated, once, a needle broke during injection at the patient end, in his injection site but he was able to remove it and he did not seek medical. Do not re-use."